Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a screwdriver broke during surgery. A normal surgery procedure was in the final phase with the torque handle, and the distal part of the screwdriver broke. It was reported the screwdriver was at its first use. The piece of the screwdriver got stuck in the screw, therefore the surgeon removed the screw with the broken tip inside and inserted a new screw and completed the surgery with a second screwdriver. The part number of the explanted screw is unknown.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was examined. The drive tip is twisted in a manner consistent with screw insertion. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain adequate instructions regarding proper device usage.